Event description:
The customer reported a hospitalization for high blood glucoses. The programming and histories on the pump were accurate. Troubleshooting was performed. The pump passed the functional testing and the lead screw made a complete rotation. The customer stated that the doctor instructed to take nph along with the pump therapy but was not comfortable with this advice.